Event description:
A caller reported a cgm error had occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guiding them through the process. After the reset, the error did not reoccur, and the caller successfully started their sensor session.